Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 no device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that on the image provided of the revised tibial insert, there appears to be a yellowish discoloration on the articular surface of the tibial insert. This may be indicative of subsurface damage from articulation with the femoral component. There appears to be increased damage on the lateral side compared to the medial articular surface, possibly from uneven loading. Additionally, there appears to be a few areas of pitting. This may be due to delamination secondary to the subsurface damage. The posterior of the tibial insert spine also appears to be damaged and/or worn. This may be due to rapid rather than gradual engagement of the femoral cam secondary to joint instability. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from instability and prosthesis wear with subsequent pain and osteolysis, as reported. The reason for the instability cannot be conclusively determined but may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. The reason for the wear may be related to the joint instability, orientation of the components, and/or possible patient related factors. Additionally, a contributing factor to the wear may have been being packaged for over 5 years in a non-conforming bag. However, this cannot be confirmed and the sequence of events cannot be determined because the components were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Event description:
As reported, approximately 5 years post the initial right total knee arthroplasty, the patient was revised due to pain, instability, premature polyethylene wear, and osteolysis. The patient had a massive distal and posterior femoral defect aori 2b, and a cavitary proximal tibial defect aori 1b. The femur, tibia and polyethylene were removed. The patient is in good condition after revision surgery.

Manufacturer narrative:
D10: 01001020181 (B)(6), - gps implant kit v2. (B)(6), c040140g - orthocem g1 standard viscosity cement. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.